Manufacturer narrative:
The instructions for use (IFU) that accompanies the device provides guidance and recommends patterns for tracer registration. There were no further issues reported.

Event description:
A medtronic representative reported that, while in a cranial visualase lead placement procedure, the surgeon alleged a 1 centimeter inaccuracy occurred when placing the visualase catheter. In trouble-shooting, the surgeon performed a tracer registration, checked accuracy superficially, and then placed the lead. An inter-op magnetic resonance imaging (MRI) indicated that the lead was off by 1 centimeter. Direction of inaccuracy was not known. The catheter was removed, skin fiducials were placed on the patient, and a pointmerge registration was performed. The lead was placed a second time and the procedure was completed without further issues. The surgeon completed the procedure with the use of the navigation system. There was no harm to the patient reported.

Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015. Statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An its solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Manufacturer narrative:
On 06/30/2015 a medtronic representative, following-up at the site, reported the navigation system was inaccurate approximately 17 millimeters. Placed lasers in patient heads scanned (inter-op) using imiris scanner with skin fiducials, then automerged the scan with computed tomography (CT), and after three attempts, registered the patient successfully with pointmerge. Proceeded with surgery after second scan, lead placement accurate, delay to surgery approximately 3 hours. On 07/01/2015 a medtronic representative performed a navigation system check-out, all areas passed. The system was found to be accurate. System performed as intended. On 07/15/2015 a medtronic representative confirmed the navigation system and tracer registration is accurate during the system check-out. Tracer pattern shows that little, or no, defining anatomy was captured during the registration. On 07/17/2015 a medtronic representative, following-up at the site to provide training and spoke with the surgeon following this procedure. The surgeon understands the need to capture defining anatomy in the tracers and discussed using fiducials in future procedure, per medtronic representative recommendations regarding proper tracer technique..